Manufacturer narrative:
The device was received with a blank solid white lcd display with horizontal black lines due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had flashing display. Customer¿s blood glucose level was unknown at the time of the incident. No report of pump screen flashing when screen was turned on after being in sleep mode. The insulin pump will be returned for analysis.